Event description:
Additional information received on 7-jun-2023 via email: the event occurred during preventive maintenance testing. No patient harm/injury.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. One device was received for investigation that was dirty and had a corroded quick connect fitting. Functional testing was performed and found that the unit was leaking from the interlock block assembly. This confirms the reported complaint. The reported problem was caused by worn o rings in the the interlock block. Once replacing the o rings the device passed all functional tests. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was leaking. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.